Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device deployed scissored clips. No injury to patient occurred and another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.